Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associates mdrs# 1225714-2014-04212, 1225714-2014-04213, 1225714-2014-04214 and 1225714-2014-04215.